Manufacturer narrative:
Investigation summary: no device was returned, so no evaluation could be performed on the actual device. Lot number is unknown so device history records could not be reviewed. A review of complaint history for device did not reveal a known device problem. User has a history of urinary tract infection commonly associated with routine catheterization. User also mentioned that after beginning use of bzk to disinfect that routine hand washing was discontinued. User was advised to resume hand washing regimen. Manufacturer is unable to confirm that the device caused or contributed to the event.

Event description:
User reported experiencing urinary tract infections while using the device.